Manufacturer narrative:
Continuation of d10: product ID: 978a1, lot#: unknown, implanted: (B)(6) 2022, product type: lead. B5 note: included entire event description, as "at the end of the call, it was not confirmed the oor message had been cleared using one or more of the following: reducing the stimulation parameter until the out-of-regulation alert disappeared, recharging the implantable neurostimulator if the battery level was low, and/or changing electrodes that were providing stimulation," was appended to end of initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when programming a micro patient post-op, the manufacturer representative (rep) was getting oor/maximum settings reached at 0.3ma so they did an impedance check and all pairs showed >4000 ohms. The rep tried programs 1, 2 and 3 and could not increase past 0.3ma, 0.4ma and 0.3ma respectively. They confirmed the battery was charged to 100% the night before. Technical services specialist (tss) consulted with another agent and reviewed with rep that this may be a temporary high impedance due to washing the pocket out with antibiotic fluid (which the rep confirmed happened) and possibly moving the patient's body after the surgery. The rep added that the patient had bleeding incident intra-op but was quickly resolved by the physician but everything else went great including lead placement, as the rep confirmed seeing the physician tighten the lead into place with the setscrew and hearing it click, and observing motor responses. Tss recommended waiting 24 hours and having the patient try increasing amplitude to see if they are still getting oor or not. Tss reviewed they may need to re-check impedances and inspect further if not resolved after waiting some time for the ins to settle in the pocket. At the end of the call, it was not confirmed the oor message had been cleared using one or more of the following: reducing the stimulation parameter until the out-of-regulation alert disappeared, recharging the implantable neurostimulator if the battery level was low, and/or changing electrodes that were providing stimulation. Additional information was received from a manufacturer representative. The rep reported this was the first time the physician "implanted ins." They reported the physician indicated the patient was a bleeder at the ins pocket site. The physician had to dig deep to explant all the old system components out of the patient's body, and implanted the new MRI-safe system. It was reported that during surgery, the patient felt bellows and toes at 1.2ma, but while at post-op, they could not increase stimulation past 0.3ma. The caller confirmed the physician did tug at the lead and it was tight. An x-ray was suggested. The caller was redirected to the patient's healthcare provider. Additional information was received from the patient. It was reported that the reason for the call was that the patient was getting a message that the device was operating at maximum settings. They said the highest they could increase stimulation was 0.4 volts. On some programs, they could only increase to 0.2 volts or 0.3 volts. They had tried all six programs (patient did not have program 4). Their ins was at 60% at the time of the call, (B)(6) 2022. They were redirected to their healthcare provider to further address the issue and discuss next steps. A manufacturer representative was made aware in person six days before the call. It was unknown if any of the electrode pairs had an impedance measurement >2000 ohms (unipolar), or >4000 ohms (bipolar). At the conclusion of the call, it was again unknown if the out-of-range (oor) message had been cleared using one or more of the following: reducing the stimulation parameter until the out-of-regulation alert disappeared, recharging the implantable neurostimulator if the battery level was low, and/or changing electrodes that were providing stimulation. There were no patient symptoms or further complications reported at this time. Additional information was received from the patient. When asked if the cause of the maximum settings message and highest setting they were able to increase to being 0.4v, or 0.2v or 0.3v on some programs was determined, they replied, "yes." They stated they heard the rechargeable was not that old, and that some things could be learned along the way. They stated for the first part, they wanted to investigate why this happened. Impedance testing was performed with the manufacturer representative, where all impedances were found to be greater than 4000 ohms. On 2022-feb-15, they believed the rep was aware on that date; the rep said the patient¿s numbers were off, and the patient thought that was what they could have been referring to. The patient stated the rep knew the numbers were off on (B)(6) 2022, but the patient was not sure if the impedance test was performed on 2022-feb-08, or on (B)(6) 2022, at a time after they were closed up, but did not think they were checked until after they closed up. When asked if the cause of the high impeda nce was determined, the patient replied, "yes." They stated an x-ray was talked about, but they never did one. They stated the high impedance indicated a loose connection/open circuit, and they had revision surgery on (B)(6) 2022. They had their ¿post-doc.¿ appointment yesterday, (B)(6) 2022, and the cause was that the newer device was smaller; their healthcare provider said that not having that window anymore (referencing the ability to see the connection between the ins and lead), it was not as easy to tell if the lead was connected properly. The lead was actually kinked because they tried to make a small enough pocket so that the battery did not flop around. The pocket was made smaller intentionally by the hcp, who thought that was a cause, as well as the ¿lack of window¿/ not being able to see the connection of the lead and ins. The patient stated the hcp maybe thought there was a connection issue with the initial surgery, but that it was harder to verify. They stated they knew there was a kinked lead. When asked if all the issues had been resolved, the patient replied that, yes, they were all resolved. The device was working as planned. They were getting therapeutic effect that they were getting previously. When asked to clarify if any devices were replaced during the revision surgery, they r esponded they received no new devices. They did not believe the kinked lead was replaced, only revised, but they were not sure. When asked for their indication for use, the patient provided they were implanted for 'bladder.' They stated their device was still in use.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when programming a micro patient post-op, the manufacturer representative (rep) was getting oor/maximum settings reached at 0.3ma so they did an impedance check and all pairs showed >4000 ohms. The rep tried programs 1, 2 and 3 and could not increase past 0.3ma, 0.4ma and 0.3ma respectively. They confirmed the battery was charged to 100% the night before. Technical services specialist (tss) consulted with another agent and reviewed with rep that this may be a temporary high impedance due to washing the pocket out with antibiotic fluid (which the rep confirmed happened) and possibly moving the patient's body after the surgery. The rep added that the patient had bleeding incident intra-op but was quickly resolved by the physician but everything else went great including lead placement, as the rep confirmed seeing the physician tighten the lead into place with the setscrew and hearing it click, and observing motor responses. Tss recommended waiting 24 hours and having the patient try increasing amplitude to see if they are still getting oor or not. Tss reviewed they may need to re-check impedances and inspect further if not resolved after waiting some time for the ins to settle in the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a1 lot# unknown serial# implanted: (B)(6) 2022. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that initially, there was a click and tug at the lead confirming placement; however, the hcp stated that it was not possible to ensure that it was placed all the way in since there was no window to the battery. They also reported that the cause of the loose connection was due to the lead being in and secured but not completely in the battery. The cause of the maximum settings reached was the lead was kinked and not a complete insertion in the battery. The possible cause of the kinked lead was that the pocket site was too small placing an extreme kink on the lead when it exited the battery. The cause of the high impedance is unknown. The issue was resolved by the pocket being extended and the battery readjusted.